Event description:
Ten months after implantation of a cypher stent in the distal coronary artery, pt presented with a tight in-stent restenosis.

Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is sold in the united states. Additional information will be submitted within thirty days upon receipt.